Manufacturer narrative:
It was reported that the central nurse's station (cns) failed to emit audible alarms. The customer indicated that he was feeding the central nurse's station sound out to the hospital pa system, and the sound was very low, even with the volume turned up. Nihon kohden tech had the customer hook the unit up as normal to check the sound and the customer indicated that the unit sounded a little distorted. The customer has checked all the hospital equipment independently as well as nihon kohden, and each piece of equipment was functioning normally, independently. The customer indicated that he was able to hear the hospital pa system only if he amplified the signal coming out of the nihon kohden unit and that he never had to do that before. Nihon kohden sent the customer a loaner cns. The customer installed the loaner and could not get any sound to come out of it. The customer indicated that the alarm indicator itself works because it was working on the original cns unit and the sound was coming through without any issue. He ensured that the alarm indicator was connected correctly, but the unit was still not emitting any sound. He rebooted the loaner, turned the volume all the way up in the software, but still no sound. The customer then put the original cns back in place with the same alarm indicator and got the volume working again. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
It was reported that the central nurse's station (cns) failed to emit audible alarms. No consequence or impact to the patients were reported.

Event description:
It was reported that the central nurse's station (cns) failed to emit audible alarms. No consequence or impact to the patients were reported.

Manufacturer narrative:
Details of complaint: the customer reported that the cns device's alarm volume was suddenly lower than normal. The customer was routing the sound to the facility's pa (public address) system. This setup had always worked but just recently had lower volume issues with this cns. The setup was as follows: cns > external amplifier > splitter that takes the signal to light house, into the wall jack > to pa speakers. The customer checked each component listed above separately. There were no issues. The customer requested to send the cns to nk for evaluation and repair. No patient harm was reported. Service requested / performed: repair / evaluation. Nka repair center evaluated the device, and the reported issue could not be duplicated. The sound was noted as "loud and clear." The device logs were also extracted from the cns and sent to nkc for evaluation under irc-nka300179581. The nkc investigation report (a3-191417_final-eg) determined that no abnormalities in the cns could be confirmed. External speaker connections are considered misused. Nkc recommended the customer to improve the environment or reinstall the os each time an event occurs. Investigation summary: the cause of the failure could be attributed towards unapproved speaker setup by the user. If an unspecified external device is connected or an unspecified program (driver) is installed, normal operation of the device cannot be guaranteed. The overall risk of this event is medium. The reported issue does not require further investigation through CAPA process. Manufacturer's hazard analysis determined the residual risk of pu-621ra alarm volume being too low is acceptable.